Manufacturer narrative:
Additional information was provided and it was reported by the patient that he followed up with his in-house optometrist on (B)(6) 2017 for his 30 day follow up. After some measurements were performed, the doctor stated his cornea and lens looked clear and fine, but that he had dry eyes. The doctor prescribed xiidra eye drops for this diagnosis, which the patient uses one drop twice a day, but the patient states he didn't complain of dry eyes. Patient feels that when the light hits his cornea it is blurry and feels the lens is half a diopter off. He also mentioned that in bright light he can also see "actual rings" that are not halos. The next follow up appointment is (B)(6) 2017. Additional information was provided after the patient's follow up on (B)(6) 2017 which the patient reported being tested on a refraction machine and vision was -0.25 off, so the doctor prescribed him a contact lens to correct blurriness. His vision is clearer and works well now with contacts, but he is not happy about having to wear contacts. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remained implanted; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient was experiencing blurry vision throughout the full range of his vision after implantation of zxt150 21.0 diopter intraocular lens (iol) in his left eye. The patient believes the lens implanted was underpowered. The patient stated that the physician used ora (ocular response analyzer) during the procedure. During the first follow-up, patient expressed to the surgeon that his vision was blurry. The physician told him to use durazol two times per day. During a subsequent follow-up, patient was told that his eye had healed and there was no more swelling. However, his vision is still blurry and it is affecting his daily life. His vision bothers him when he goes out to the sun; he feels his pupil doesn't close enough to allow his eyes to focus. Patient stated that he has no previous medical conditions that contributed to the visual outcome. No further information was provided.